Event description:
Consumer states they used an ace cold compression wrap on their arm. Product was either defective and/or lacked appropriate warnings, and as a result suffered severe second degree burns which required medical attention.